Manufacturer narrative:
The reported problem of the device loudspeaker defective message was confirmed. However, it was unknown if the device produced sound; this could not be confirmed by the customer. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. A philips response service engineer (rse) spoke with the customer and provided them the speaker assembly part number. We will consider that the customer resolved the issue using the information provided. No further action is required at this time.

Manufacturer narrative:
Reporting address state: (B)(6). Reporter phone #: (B)(6). The following functional tests were performed: remote support: a philips response service engineer (rse) spoke to the customer. The rse determined that the speaker needed to be replaced. A good faith effort was attempted to confirm if device produced sound, but no response received yet. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the internal loudspeaker displays a loudspeaker defect message. At the time of this report, it is unknown if the speaker was able to produce sound. There was no adverse event or patient harm reported; the device was not in clinical use at the time the issue was discovered.